Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing impedance measurement greater than 2,000 ohms resulted in a notification in the remote home monitoring system. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).